Manufacturer narrative:
Additional information/correction: h6 - codes updated. Investigation results: the complained product was not made available for investigation. The investigation was based upon batch history, historical data analysis, and event description. Also, sterilization documentation was reviewed, and relevant data regarding product distribution and complaint records. It is concluded that the product can be excluded as the cause of the reported infection. Batch history review: the device history records have been checked for all leading device(s) lot numbers and the products found to be according to specification valid at the time of production. There are no similar complaints against the same lot number(s) with this error pattern. According to manufacturer's reporting evaluation in accordance with 21 cfr part 803, section 803.3, this event is considered no longer reportable for the following reasons: no reportable malfunction. No serious incident. Conclusion/preventive measures: based on the current information, a clear root cause conclusion cannot be drawn. There is no indication for a design-, manufacturing- and/or material-related failure. For the mentioned failure "postoperative periprosthetic joint infection", an investigation of the explants is not necessarily effective. It is not possible to determine from the explant alone how the pathogens/bacteria entered the body. The bacteria can reach the prosthesis in various ways, e.g. As a result of an operation, an injury, a pre-existing bone infection or via the bloodstream in the presence of other inflammations in the body. Based upon the investigation results, a CAPA is not required.

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report. This is a similar device report, a similar device of the reported device was sold to us; the reported device is not marketed in the us.

Event description:
It was reported that there was an issue with nk1105t - corehip extended std c'less 12/14 sz.5. According to the complaint description, the patient requires revision surgery due to a periprosthetic joint infection. Revision surgery is scheduled for (B)(6) 2025. According to manufacturer's reporting evaluation in accordance with 21 cfr part 803, section 803.3, this event is considered reportable for the following reason - adverse event (not later than 30 days). The assessment for the reportability of this adverse event was based on the patient harm, revision surgery. Additional information was not provided nor available. The adverse event is filed under aesculap ag reference no. (B)(4).